Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming for the past 5 minutes and had a white screen. The customer¿s blood glucose was unknown at the time of the incident. The customer stated the belt clip broke and the insulin pump fell but they caught it. The insulin pump will not be returned for analysis.